Event description:
It was reported that on (B)(6) 2025, an unknown sized amplatzer amulet was selected for implant. The right atrium was mapped and "there was no block on the previous cavotricuspid isthmus (cti) line. The left and right superior pulmonary veins were ablated. Then the patient was post-mapped. They continued with the left atrial appendage occlusion (laao) and the amulet was attempted to be implanted. During deployment and maneuvering, effusion was observed and the patient's blood pressure "dropped." Pericardial effusion was confirmed with ice. The patient's chest was "cracked" to to locate the bleeding. The case was ultimately cancelled. On an unknown date, the patient passed away.

Manufacturer narrative:
An event of pericardial effusion, hypotension, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the available information, the cause of the reported death and pericardial effusion could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as open chest surgery was performed to locate and stop the bleeding. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown sized amplatzer amulet was selected for implant. The right atrium was mapped and "there was no block on the previous cavotricuspid isthmus (cti) line. The left and right superior pulmonary veins were ablated. Then the patient was post-mapped. They continued with the left atrial appendage occlusion (laao) and the amulet was attempted to be implanted. During deployment and maneuvering, effusion was observed and the patient's blood pressure "dropped." Pericardial effusion was confirmed with ice. The patient's chest was "cracked" to locate the bleeding. The case was ultimately cancelled. On an unknown date, the patient passed away.